Manufacturer narrative:
One (1) 3i t3® with dcd® non-platform switched tapered implant 5 x 10mm (bnst510) was returned for investigation. Visual evaluation of the as returned product identified the implant internal drive feature stripped. Functional testing to recreate the reported event with an in-house driver, revealed the implant spun. Malfunction identified. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 31 (universal) and was used for approximately 6 months, and 24 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 DHR review: DHR review was completed for the subject lot number (2020040375). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020040375) for similar events and no other complaint was identified. Review completed utilizing keywords: functional damaged threads post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event(damaged threads) or product (bnst510). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has occurred and the reported event, as it relates to the returned implant, was confirmed. Sections updated: b4: date of this report d9: device availability and product return date g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant for site 31 has damaged threads. Implant was grafted prior to placement with regeneross. Patient will return for a new implant in the future.